Manufacturer narrative:
Event description: according to info, which we rec'd from the hosp, the scissors broke during use in a procedure, in contact with the pt. The broken blade piece was removed and decontaminated, but misplaced and thus not returned for eval. No pt injury was reported. The incident occurred at hosp. The scissors were thoroughly checked and evaluated on our behalf by the safety officer and the ceo: results: by means of the lot number 897140/1 which is etched on the instrument and distributor's lot number database, delivery can be traced back as follows: the instrument in question was manufactured in a lot of 595 pcs and delivered to the distributor on march 15, 2001. We are able to trace back deliveries until december 31, 2002 and since then a quantity of this article have been delivered to the distributor without receiving a complaint of this nature. Upon delivery of the instruments in 2001, they were thoroughly checked at distributor's incoming goods inspection, in order to fulfill following criteria: correct design, etching, measurements, surface quality, smooth action (especially in the area of the box-lock), cutting ability. It was also checked, that there are no cracks or sharp edges. With a delivery of 595 pcs., a test lot quantity of 80 pcs was checked. Checking the production documents, we can confirm that the instruments had been manufactured in accordance with the given product specs. Upon receipt of these scissors for eval, a hardness test was performed that resulted in 55 hrc, what proved that the hardness is within the given range of tolerance of 50 - 58 hrc. On visual inspection of the instrument it was noticed that the scissors have obviously been subject to repair attempts by a third party, since the part number etching had been masked off, in order to sharpen and polish the instrument. Conclusion: we are not able to determine the exact root cause of the broken blade, but based on the instrument's age we exclude any defects in material or manufacturing, which would have occurred at an earlier date and our trend analysis confirms that there is no general problem with this pattern or design. Therefore, we feel that no corrective or preventive actions can be taken at our end. It is also within the realm of possibility that the broken blade is associated with the unauthorized repair attempts that are to be found on the instrument.